Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a foreign material was found at the tip of the wire. A 140x25cm fathom¿ -16 was selected for use. During the procedure, a small alien substance on the tip portion of the guide wire was noted. The procedure was completed using another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Initial magnified inspection of the guidewire tip showed a foreign substance. The device was delivered to mtac for reflectance microspectroscopy testing. It was determined that the substance was polyvinylpyrrolidone (hydrophilic) coating on the device which is adhered to the device for lubricity purposes for procedural use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a foreign material was found at the tip of the wire. A 140x25cm fathom -16 was selected for use. During the procedure, a small alien substance on the tip portion of the guide wire was noted. The procedure was completed using another of the same device. No patient complications were reported and the patient status was good.